Manufacturer narrative:
Batch review performed on 21 march 2024: lot 2309062: (B)(4) items manufactured and released on 23-aug-2023. Expiration date: 2028-07-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
Femoral bone fracture discovered by x-ray during post-op recovery. The patient was operated again 2 hours after the primary and three cables were used to fix the fracture. The surgery was completed successfully.